Event description:
The customer biomedical engineer (biomed) reported that all central monitoring was down in the entire hospital. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.